Event description:
After undergoint cataract surgery with implantation of the crystalens the patient developed dysphotopsia. Secondary surgical intervention was performed to exchange the iol. The physician reports that the patient is doing fine now. The association between the event and iol is not known.